Manufacturer narrative:
Date of event: unknown. Unknown manufacturer : there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 2 unspecified bd¿ syringes had plunger rod issues. The following information was provided by the initial reporter : the consumer reported that 1 syringe has a broken plunger rod and when trying to draw, it comes all the way out with 2 syringes affected. Date of event : unknown. Samples : available.

Manufacturer narrative:
H.6. Investigation: customer returned (2) loose 0.3ml bd insulin syringes. The customer reported that 1 syringe has a broken plunger rod ¿ when she tries to draw, it comes all the way out. The returned syringes were examined, and it was observed that 1 of the syringes exhibited a plunger rod with a broken tip. The broken plunger rod could not securely attach to the rubber stopper within the barrel to exercise the plunger rod. The alleged issues were not observed on the remaining syringe. Due to the batch being unknown, no DHR review can be completed. Root cause for this defect cannot be determined.

Event description:
It was reported that 2 unspecified bd¿ syringes had plunger rod issues. The following information was provided by the initial reporter : the consumer reported that 1 syringe has a broken plunger rod and when trying to draw, it comes all the way out with 2 syringes affected. Date of event : unknown. Samples : available.